Event description:
As reported, the shuttle of a 6/7f mynxgrip vascular closure device (vcd) had significant resistance when shuttling down, but no excessive force was applied. The device was stuck in the down position, the device would not shuttle up with the 6f non-cordis sheath. Once forced the device came out requiring a manual pressure hold. There was no reported patient injury. The device storage temperature did not exceed 25 °celsius. The stopcock of the introducer sheath was opened prior to shuttle down. Unusual force was applied when retracting the 6f non-cordis sheath. There were no kinks in the 6f non-cordis sheath or device after removal. The femoral artery¿s suitability was verified on angiography, including confirmation of the 6f non-cordis vascular sheath introducer insertion angle of 30-45 degrees. The vessel diameter was confirmed to be greater than or equal to 5 mm. There was no vessel tortuosity or calcium in the vicinity of the puncture site. The mynx vcd was used in a left heart catheterization (lhc) procedure. The deployer was certified in using the mynx device. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the shuttle of a 6f/7f mynxgrip vascular closure device (vcd) had significant resistance when shuttling down, but no excessive force was applied. The device was stuck in the down position, the device would not shuttle up with the 6f non-cordis sheath. Once forced the device came out requiring a manual pressure hold. There was no reported patient injury. The device storage temperature did not exceed 25 °celsius. The stopcock of the introducer sheath was opened prior to shuttle down. Unusual force was applied when retracting the 6f non-cordis sheath. There were no kinks in the 6f non-cordis sheath or device after removal. The femoral artery¿s suitability was verified on angiography, including confirmation of the 6f non-cordis vascular sheath introducer insertion angle of 30-45 degrees. The vessel diameter was confirmed to be greater than or equal to 5 mm. There was no vessel tortuosity or calcium in the vicinity of the puncture site. The mynx vcd was used in a left heart catheterization (lhc) procedure. The deployer was certified in using the mynx device. Other procedural details were requested but were not provided. One non-sterile 6f/7f mynxgrip vascular closure device involved in the reported complaint was returned for investigation. Visual inspection revealed that the shuttle was engaged with the black handle and the stopcock was in the open position. A cordis mynx syringe was attached to the unit. A non-cordis catheter sheath introducer (csi) was returned inserted onto the device. The sealant was not returned for evaluation, and the advancer tube was exposed. No additional anomalies were observed during the visual inspection. An inflation/deflation test was performed, and the balloon inflated and deflated as expected, with no issues related to the reported event. A deployment simulation could not be performed, as the sealant was not returned and the advancer tube was already exposed. A shuttle displacement test was also conducted, and the shuttle cartridge advanced and retracted smoothly to the black handle without issue. Additional analysis confirmed that the slit was present on the outer cartridge of the device, with no abnormalities identified. The reported events of ¿shuttle-shuttle advancement issue¿ and ¿sealant-device deployment jam¿ were not observed through analysis of the returned device since it passed functional analysis. The exact cause of the issues experienced by the customer could not be determined during product investigation. Based on the information available for review and the product analysis, it is not possible to determine what factors may have contributed to the shuttle advancement issue and device deployment jam during the sealant unsheathing step reported since the shuttle was able to be advanced and retracted without issue during functional analysis. However, as the sealant was not included with the returned device, it is possible that procedural/handling factors, such as premature swelling of the sealant, contributed to the issue experienced. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step and/or failure to open the sheath¿s stopcock before shuttle advancement, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to a shuttle advancement and retraction issue. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.